Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was submerged in water and the pump battery could not be charged. Reportedly, the customer reverted to manual injections for insulin therapy. Additionally, it was reported that the cartridge was leaking from the cartridge pigtail. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose.